Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2019. Effective therapy was established post op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has not charged since (B)(6) 2019 and the ipg would not communicate with external devices. Troubleshooting was done, but the ipg would not communicate with the programmer and charger. As a result, surgical intervention may occur.